Event description:
The customer contact reported an electrode burning smell. During testing at the user facility, it was reported the power supply board was burnt out. There were no reports of any adverse pt events or delays in the critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.